Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that during the permanent lead implant procedure, the patient went into respiratory and cardiac distress. The physician aborted the procedure. The lead was removed. The patient was resuscitated and was in the intensive care unit (ICU). The physician did not feel it was device related and was not sure why the patient experienced those symptoms.

Manufacturer narrative:
Additional information was received that the patient had gone into respiratory distress several times while in the intensive care unit and passed away.

Event description:
A report was received that during the permanent lead implant procedure, the patient went into respiratory and cardiac distress. The physician aborted the procedure. The lead was removed. The patient was resuscitated and was in the intensive care unit (ICU). The physician did not feel it was device related and was not sure why the patient experienced those symptoms.